Manufacturer narrative:
Approximate age of device: 2 years, 3 months. The pump remains in use supporting the patient; however, the replaced portion of the percutaneous lead was received for analysis. The evaluation is not complete. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The evaluation of the returned portion of the percutaneous lead (lead) confirmed an issue that would have potentially contributed to the report of red heart alarms and pump stoppages. A section of the lead approximately 7 inches long was returned for evaluation. The percutaneous lead was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. A breach in the white silicone jacket layer of the lead was observed 2.5 inches from the metal connector, just proximal to the distal end bend relief. The silicone jacket was then removed and breakdown of the braided shield was identified in the same area. The clear bionate and metal braided shield layers were then also removed to examine the underlying wires. Visual inspection of the wires revealed a breach in the insulation of the yellow wire, 2.5 inches from the metal connector; the yellow wire redundantly supports motor phase 1. This damage appeared to be mechanical in nature as it aligned with the cut along the white silicone jacket and no areas of abrasion were observed. The remaining wires appeared unremarkable. If the exposed conductors of the yellow wire contacted the braided shield while operating on a tethered power source, such as the power module, the resulting electrical short to ground would have resulted in the reported and confirmed red heart alarms and pump stoppages. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted after experiencing multiple red heart alarms while connected to the power module. The hospital staff verified that the pump did stop each time an attempt was made to connect to the power module. It was reported that the patient felt lightheaded and experienced shortness of breath when the pump stopped. The patient remained on batteries and was advised not to continue attempting connection to the power module. The patient's aortic valve was reported to be oversewn. A review of x-ray images of the percutaneous lead revealed damage to the shield at the end of the distal end bend relief. On 04/17/2015 the manufacturer's technical services performed a distal-end percutaneous lead repair. No broken wires were found during continuity testing. The distal-end of the percutaneous lead was replaced with no issues. The patient did admit that he may have caught the percutaneous lead in "something." The outer jacket had a "nick" in it where the damage was present. No further issues were noted after the percutaneous lead repair while the patient was connected to power module.